Event description:
Customer reportedly obtained results of hi and 255 mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Information suggests comparison performed in the home. Advantage test system: meter, strip lot 549631, exp 5/31/2008, cat/2030373.

Manufacturer narrative:
Suspect device: comfort curve test strips.